Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case details were reviewed and as per the case description, the site experienced an alleged inaccuracy. However, as per the case comments provided on 04-mar-2025, the initial reported claimed they were unaware of this issue. The field representative (rep) contacted onsite technician and they were also unaware of this inaccuracy issue and confirmed that all systems were functioning as expected. The customers were unable to provide the necessary data. The site did not provide a purchase order (po), hence the information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that they experienced an alleged inaccuracy while in surgery. There was no other information available.

Manufacturer narrative:
Continuation of d10: product ID: 9735762, version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.